Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was thought to be fractured as there was high pacing impedance. Reprogramming was performed to turn off therapies and detections. The lead was explanted and not replaced due to improvement in the patient's condition. No patient complications have been reported as a result of this event.